Manufacturer narrative:
Other applicable components are: : product ID 977a260, serial# (B)(4), product type: lead; product ID neu_stylet_acc, serial# unknown, product type: accessory.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. It was reported that intra-operative testing electrodes 10 and 11 were >10,000 ohms with impedance check. The patient could not feel paresthesia with these electrodes. The trialing cable and electrodes were changed with the same result. The lead was changed per request of the doctor and the impedances were within normal limits at the end of the case. The patient has god coverage at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.